Event description:
It was reported during use the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced erroneous results. This event occurred with 4 tubes. The following information was provided by the initial reporter: the customer stated "a small number of edta sample tubes have been giving impedance platelet counts that are inconsistent with previous counts. Typically a patient known to run a platelet count of 150-200 will give 400-600. If the analysis is repeated adding in an optical platelet count the optical platelet count will be consistent with historical results whereby the repeat impedance count will remain incorrectly high. This pattern is reproducible across different analysers. Most of the samples we have seen giving this error have been sub optimally filled"

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Therefore, (B)(4) retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. (B)(4) retained tubes were analyzed for the edta content from 2 batches 0112585/0062294 and were all within spec limits and (B)(4) retained samples draw tested from both batches mentioned above these were also with in the specification limits. The customer has indicated that the reported condition was noted in significantly underfilled edta tubes ("sub optimally filled"). This is considered an off label use of this product and we recommend that this product be filled to the stated fill volume to assure the proper blood to anticoagulant ratio. Bd will continue to monitor for additional complaints and emerging trends. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0062294, medical device expiration date: 2021-06-30, device manufacture date: 2020-03-02, medical device lot #: 0112585, medical device expiration date: 2021-08-31, device manufacture date: 2020-04-21. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® k2e 7.2mg plus blood collection tubes experienced erroneous results. This event occurred with 4 tubes. The following information was provided by the initial reporter: the customer stated "a small number of edta sample tubes have been giving impedance platelet counts that are inconsistent with previous counts. Typically a patient known to run a platelet count of 150-200 will give 400-600. If the analysis is repeated adding in an optical platelet count the optical platelet count will be consistent with historical results whereby the repeat impedance count will remain incorrectly high. This pattern is reproducible across different analysers. Most of the samples we have seen giving this error have been sub optimally filled".